Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the performance of the gel separator as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for performance of the gel separator with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that the bd vacutainer® brand sst ii advance tubes containing silica and gel was "dry" and the gel separator was not raised during centrifugation.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for performance of the gel separator with the incident lot was observed. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the performance of the gel separator as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for performance of the gel separator with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and performance of the gel separator was not observed. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® brand sst ii advance tubes containing silica and gel was "dry" and the gel separator was not raised during centrifugation.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was "dry" and the gel separator was not raised during centrifugation.

Manufacturer narrative:
Correction: the catalog # and lot # have been updated, and the following information has been corrected: describe event or problem: it was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was "dry" and the gel separator was not raised during centrifugation. Medical device brand name: bd vacutainer® sst¿ ii advance plus blood collection tubes. Medical device catalog#: 368968. Medical device lot#: 8116787. Medical device expiration date: 2019-10-31. Unique identifier (UDI) #: (B)(4). Device manufacture date: 2018-04-26.

Manufacturer narrative:
Date of event: unknown. The reported lot # [8116787] was not found for the reported catalog # [367955]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® brand sst ii advance tubes containing silica and gel was "dry" and the gel separator was not raised during centrifugation.